Manufacturer narrative:
Because this event resulted in a serious injury, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. There cannot made an explicit root cause. A DHR review was conducted with no discrepancies noted. This submission is being made after an acquisition and internal audit of rtd.

Event description:
In this event it was reported that a dt light post fractured. The tooth was extracted and customer got an implant.